Event description:
The email received from (B)(6) study indicated that the patient experienced chest pain approximately seven months post- index procedure. An angiogram revealed a 90% in-stent restenosis of a non cordis stent in the proximal lad that was within 5mm of the index stent. The patient is a (B)(6) male who was enrolled in the (B)(6) study. The patient has a medical history that includes angina, positive test for ischemia within past 6 weeks, previous pci ((B)(6) 2009), hyperlipidemia, hypertension, and diabetes. The reason for intervention was stable angina. The target lesion was the 1st diagonal branch (cass 15). The lesion was de novo. Not calcified or tortuous. The rate of stenosis was 100%. The lesion was pre-dilated and a cypher ((B)(4)/ lot 15104086) stent was deployed at 12 atmospheres (atms) and was post-dilated as per standard procedure. It was noted that the stent did not fully cover the lesion as ostial disease was seen after placement. Therefore, a second cypher ((B)(4)/ lot 15120201) was deployed at 15 atm, proximal and overlapping the previous stent. The stents were post-dilated as per standard procedure. The lesion was successfully treated. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately seven months post- index procedure the patient returned with chest pain. The patient underwent successful revascularization of a non cordis stent in the proximal left anterior descending (lad) with a des stent. It was noted that the restenosis was within 5mm of the stent in the 1st diagonal branch. The event was evaluated and determined to be possibly related to the index procedure, unrelated to the cordis stents, and possibly related to the study drug.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having coronary artery stent implanted. The patient's medical history is significant for angina, positive test for ischemia, previous pci, hypertension, hyperlipidemia and diabetes. The indication for the procedure was stable angina. The target lesion was the first diagonal (dx). The lesion was described as do novo, 100% stenosed, without being calcified or tortuous. The lesion was pre-dilated followed by the implant of a 2.5 mm x 13 mm cypher stent at 12 atms and was post dilated as standard procedure. It was noted that the stent did not fully cover the lesion as ostial disease was seen after placement. Therefore, a second cypher (2.25 mm x 8 mm) was deployed at 15 atm, proximal and overlapping the previous stent. The stents were post-dilated as per standard procedure. The lesion was successfully treated. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately (B)(6) months later, chest pain induced angiography revealed restenosis in a non-cordis stent in the proximal lad that was within 5 mm of the index stents. The event was treated with another des stent. The products were not returned for evaluation and testing. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action is required. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00424 and 3003742446-2010-00425.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00424 and 3003742446-2010-00425.